Event description:
It was reported that the center mount fastener has too much play so that the cot can move around in the fastener. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Investigation still underway.